Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported loss of arterial access could not be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that bilateral suture placement in the common femoral arteries was attempted with proglide devices using the pre-close technique via 8f sheaths prior to an endovascular aneurysm repair (evar) procedure. Reportedly, in the right common femoral artery (rcfa), the first proglide was inserted with resistance. The device was removed, and it was noticed that the footplate was inadvertently opened prior to insertion. The footplate lever was closed, device re-inserted, device deployed and the suture pre-placed successfully. A second proglide in the rcfa was deployed without issue; however, the foot would not retract. There was resistance pulling out the device with the feet open and the artery was torn. Profuse bleeding was noticed. A third proglide device pre-placed a second suture in the rcfa. Preclose was also attempted in the left common femoral artery (lcfa) with a proglide device. The suture was placed; however, as the device was removed and the guide wire was inserted through the guide wire exit port, the device was removed too far before the guide wire had vessel access. Arterial access was lost in the lcfa. Proglide use was abandoned and a cut down was performed to re-gain vessel access. The sheath was upsized to 20f and the evar procedure was completed. The two preplaced sutures in the rcfa were used in an attempt to close the artery without success. Another proglide was used in the rcfa to place another suture; however, the access site continued to bleed. Surgical suturing was used to repair the artery and achieve hemostasis in the rcfa. Surgical suturing was used to achieve hemostasis in the lcfa. Hospitalization was prolonged and anesthesia use was extended due to the proglide devices. There was a reported clinically significant delay in the procedure and therapy. No additional information was provided.